Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was sent to the service center for evaluation. The repair report indicates: neither the fault reported by the customer could be verified nor another fault was found. "Micro": preventive replacement of o-rings performed. The unit passed all functional tests and is fully operational. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. We cannot determine what caused the user to experience the reported event. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via phone that the suction of the micro tornado hand piece with hand controls does not work. The issue was identified post-operatively. There was patient involvement but no impact on the patient or surgical delay was reported. The case was completed using a replacement device.